Event description:
It was reported in (B) (4) the fowler could not be raised or lowered due to a worn crankscrew. It was further reported the gatch was not operating, had a missing IV pole, and had a broken seat section weldment.

Manufacturer narrative:
Seat panel, IV pole.